Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that the side rail broke off of the bed rail and they need part number 1082477. The caller stated that a patient did fall out of the bed since this was broken.